Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code f28: an additional sheath was inserted to capture and remove the detached distal tip. As reported, patient was not impacted. H6 - code c19: review of device medical record history confirmed device met pre-release specifications. H6 - code b17: the vbx devices were implanted with no issues. The broken distal tip and catheter were discarded at user facility. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: during treatment of a perforated proximal common femoral artery and external iliac artery, two gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn® device) were implanted to cover the perforated vessel. An 8fr x 11cm cordis brite tip sheath was used to advance a 10 x 5cm viabahn® device over a cook amplatz extra stiff wire from the distal common femoral artery. The viabahn® device reached the target site and was deployed. The catheter was removed with no resistance noted. A second viabahn® device (10 x 5cm) was tracked and deployed distally into proximal common femoral artery. The catheter was removed with no resistance noted. An abbott balloon was inserted for post dilatation. At this time, the physician saw an additional radiopaque marker on the wire (other than the balloon markers). The abbott balloon was removed, the viabahn® device catheters were inspected on the sterile table, and it was realized the first deployed viabahn® device catheter had a missing distal tip. The sheath was exchanged to a long 8fr x 45cm cook sheath to capture the broken distal tip. The sheath was then removed from the patient with the distal tip inside. As reported, the patient was not harmed. The physician stated he suspects that after the deployment of the first viabahn® device, the distal tip got caught on the edge of the cordis sheath and detached.